Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was tightened. The power supply was adjusted and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system locked up, requiring a reboot to restore functionality. There was no patient injury or death reported.